Event description:
A report was received alleging that during use of an infusion device for the rapid delivery of warmed fluids to a patient, the disposable kinked resulting in reduced flow rate. No additional intervention performed. No patient injury occurred.

Manufacturer narrative:
Device evaluation: no device sample has been made available for evaluation in this case. The investigation was routed to manufacturing facility with no product sample. The manufacturing facility performed a device history review of the lot number reported (2553492): the review showed no deviations or abnormalities related to the reported issue. The manufacturing facility has determined that the root cause of the reported issue cannot be established in this case without sample return. Photos of complaint sample were provided by the complaint reporter. The photos were inspected by the manufacturing facility and the sample appeared to have a kink that may have been caused by incorrect placement into the device packaging; however, a root cause of the issue cannot be determined since the sample was not returned for inspection and testing. As a preventative measure, a visual aid was added to the manufacturing procedure to clearly instruct production personnel on correct placement of the device in the device packaging. Lastly, the production personnel received re-training on proper placement of the disposable during packaging.